Event description:
It was reported that the patient experienced recurrent nocturnal low glucose while using the ilet bionic pancreas, with the caller noting the patient typically runs between 250 and 400 mg/dl and perceives symptoms of low glucose below 90 mg/dl; troubleshooting and education were provided by clinical support regarding pump adjustments. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose. Investigation included a review of the reported event and user coaching by clinical support. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined cause and no device malfunction identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.